Event description:
A recanalization of the left iliac vein stent placement and balloon maceration was being conducted on a female pt in 2008. The sheath was placed and another MFR's catheter was being introduced through the introducer sheath. During the procedure, the radiopaque marker broke off the end of the introducing sheath. The separated segment migrated to the right pulmonary artery. The physician was able to snare with a balloon catheter and remove the radiopaque marker. There was no harm to the pt.

Manufacturer narrative:
During our investigation, we were able to confirm the reported issue. When considering the info provided and the results of our investigation, it appears this incident may have been the result of an insufficient bond of the tip to the shaft. Our quality control dept verifies the inside and outside diameter of the bond 100% and confirms the tip has been properly bonded to the shaft prior to further processing. They also verify there are no cracks or any surface imperfections that might weaken the bond. The appropriate individuals were notified of this incident and we will continue to monitor for similar reports.